Event description:
A caller reported that the pump battery was depleting too quickly, an issue that had been occurring for the past three weeks and led to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.